Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Despite not resetting the pump in the last 24 hours, the customer experienced this malfunction multiple times. Meanwhile, the customer planned to use multiple daily injections as a backup therapy.